Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be determined. Rationale: the complaint trend will be continued to be tracked and monitored.

Event description:
It was reported that syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. The customer reported that the stopper was separated from the plunger.